Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with prodisc-c at c5-6 approximately 6 months ago on an unknown date. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. The surgeon reported that the end plates were not fully seated. Patient was revised to a fusion with graft and plate implantation. The surgeon noted that the patient had been doing sit-ups soon after the prodisc-c implant.